Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 20/jan/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified white particle material on the device inner and outer surfaces, fold creases of the shell, and a linear opening on the anterior side. Device appearance of the shell observed void >1mm in non-texture, valve-to shell-bond area. A micro analysis was performed which identified an one opening on a smooth linear shell anterior 6 side a 2 mm smooth opening approximately 5.8 cm from center patch. A leak test was performed which identified particle material on the diaphragm valve of the fill channel and no leakage of the fill channel. Based on the device analysis, the final assessment is 75 percent delamination of the diaphragm valve disk shell due to cohesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "pain," "left breast had changed size and shape," "particles in valve," "tissue identified within the fill channel," "mental anguish," and "loss of the capacity for the enjoyment of life."

Event description:
Healthcare professional reported a left side deflation. Patient representative reported "pain," "left breast had changed size and shape," "particles in valve," "tissue identified within the fill channel," "mental anguish," and "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient "suffered bodily injury, suffering disability, disfigurement"; these events are not related to the device. Device has been explanted.